Event description:
Additional information: it was noted that they thought the pump kept flipping; and that the catheter was possibly kinking. A dye study on (B)(6) 2011 was attempted/performed, and it was indicated that when trying to go into the port the pump just kept flipping. The volume discrepancy was determined on (B)(6) 2011. It was stated that the patient did not have her pump replaced yet. It was noted that they had not received consent from the patient to fix the catheter so "they did nothing and sewed the patient back up." It was further indicated that when they went in, they could see that the pump had flipped "so many times they couldn't guarantee the catheter was intact." The patient was scheduled to have their pump and catheter replaced in (B)(6) 2012. It was noted that they didn't suspect that anything was wrong with the pump. The patient was currently on oral medications until device replacement.

Event description:
It was reported that the pt experienced a change in therapy effect with an increase in pain. A pump volume discrepancy was also noted; the actual residual volume (arv) of 18 ml was greater than the expected residual volume (erv) of 2.7 ml. Pt also had a pump motor stall due to MRI with a recovery noted shortly thereafter; all other events noted in the logs were normal. The medication administered via the pump were morphine, bupivacaine and baclofen; drug concentrations and daily doses were not stated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had a catheter revision performed on (B)(6) 2012. Neither the pump nor the catheter were replaced. It was not known how the patient was doing at the time of this report. The patient had not been seen by the physician for a follow-up appointment. The patient was to meet with the physician sometime in (B)(6) 2012. The timeline related to the previously reported MRI, pump volume discrepancy, and the patient's reported pain was not known. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Neuro accessory model 8590-1 lot# n233815 implanted: (B)(6) 2011-03-08. Corrected the neuro accessory implant date.